Event description:
It was reported that during routine interrogation two months after device changeout it was noted that there was a high impedance reading on the right ventricular (rv) lead defibrillation coil. Subsequent readings were within normal limits, and the trend values are stable. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.